Manufacturer narrative:
(B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event/procedure date? Additional information was requested, and the following was obtained: could you please confirm if the sutures broke or the needle detached from the suture? - suture broke. When did the event occurred intra-op or pre-op? - intra op. Can you identify the product code and lot number of the product that was used? - qkmels-lot, product w9957t. Could you please confirm the quantity of devices that presented this issue (material breaks) during this single procedure being reported? - six. Event date? - (B)(6) 2021 have requested sutures to be sent for analysis. Events submitted via 2210968-2021-05425, 2210968-2021-06244, 2210968-2021-06245, 2210968-2021-06247 and 2210968-2021-06248.

Event description:
It was reported by vet that an animal underwent an unknown animal procedure on (B)(6) 2021 and suture was used. It was reported that the suture broke intra-op and was not strong enough to hold up. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: two packets of product code w9977 were returned to for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the two packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Corrected information: it was reported by vet that an animal underwent an unknown animal procedure on (B)(6) 2021 and suture was used. It was reported that the suture broke intra-op and was not strong enough to hold up. There were no patient consequences reported. Additional information has been requested.